Manufacturer narrative:
Device was used for treatment, not diagnosis. Sonmez, m, et al (2017). "Minimal invasive fixation of distal tibial fractures does not result in rotational malalignment: a report of 24 cases with CT imaging". Ulus travma acil cerrahi derg, volume 23, no. 2, pp. 144-149. This report is for an unknown synthes distal medial plate. Unknown part number, UDI unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: sonmez, m, et al (2017). "Minimal invasive fixation of distal tibial fractures does not result in rotational malalignment: a report of 24 cases with CT imaging". Ulus travma acil cerrahi derg, volume 23, no. 2, pp. 144-149. Turkey. The purpose of this study was to evaluate the results of postoperative rotational difference in patients with distal tibial fractures who were treated using minimally invasive plate osteosynthesis (mipo) technique and implanted with distal medial plates and screws. The study was conducted between 2010 and 2012, and included 24 patients (13 female, 11 male) with an average age of 33.67 years (range 19-55). The following complications were reported: one (1) patient required revision surgery one year postoperatively after they presented with soft tissue irritation. This is report 1 of 1 for (B)(4). This report is for an unknown synthes distal medial plate.